Event description:
It was reported that the patient presented in the hospital for a follow-up. Upon review, the right ventricular lead exhibited loss of capture and undersensing. During the interrogation, it was noted that the lead exhibited out-of-range high lead impedance. Lead dislodgement was observed via fluoroscopy. The patient was then scheduled for a lead revision procedure. During the procedure, it was noted that only one fin was attached with the lead tip after the lead was removed from the pocket. Hence the lead was explanted and replaced. The patient was stable during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.. Code for high impedance should have been included in the previous report.